Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis. The implant is not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. It should be noted that based on returned images, there was a user deviation from the suggested surgical technique for the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a silverback gorilla lateral ttc plate broke post-operatively. A revision arthrodesis surgery was performed to remove the broken hardware.